Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor was broken. Customer blood glucose reading was 12.7 mmol/l. Troubleshooting was performed. Customer was not sure if cannula still on the sensor or in the body. The issue occurred during insertion.the sensor was hard to remove. Customer also reported the sensor was not wet. Sensor will be returning for analysis.